Event description:
A "scan again in 10" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced fatigue, no leg strength, seizure, and a loss of consciousness and was unable to self-treat, requiring third-party administration of glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed with the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Watermark was not observed at the base of the tail. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Visual inspection has been performed on the returned sensor pack and damaged transition features and minor damage on guide ribs at 2 and 12 o¿clock position were observed. Lid was completely peeled off. Therefore, issue is not confirmed to use due to incorrect assembly method. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification.      The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced fatigue, no leg strength, seizure, and a loss of consciousness and was unable to self-treat, requiring third-party administration of glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.